Event description:
It was reported that after a venaseal procedure, a hypersensitivity reaction occurred, resulting in redness in the treatment area of the great saphenous vein (gsv). The procedure was completed successfully with local anesthesia and hand compression, and the vein closed. The lumen was flushed prior to use. The reaction occurred 18 days post procedure. The physician administered antihistamines and steroids to address the symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: seven photos were received from the account. The first photo appears to show bruising on the inside of the left leg and calf of the patient. Photos 2-4 also appear to show bruising on the inside of the left leg and calf of the patient. Photos 5-6 appear to show lighter bruising on the inside of the left leg and calf of the patient. Photo 7 appears to show the bruising almost gone . Image analysis: one photo was received from the account. The image appears to show bruising on the inside of the left leg of the patient. The complaint cannot be confirmed from the image provided. Additional information: the procedure was completed exactly according to IFU. Initial delivery of adhesive was 5 cm caudal distance from sfj. Compression of gsv for a full 3 minutes. Following antihistamine and steroids treatment there is a significant improvement. Patient f/u every week. The issue is not completely resolved. The skin is still red and patient is still under steroids treatment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.